Event description:
It was reported to boston scientific corporation that during a mid-urethral sling placement procedure, using a precision speedtac transvaginal anchor system, after the physician placed the first anchor, the suture broke. The physician completed the procedure with another precision speedtac transvaginal anchor system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) for suture detachment.